Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii gastrointestinal videoscope was not leak tested properly. It was noted that the scope was not removed from the water completely prior to being removed from the processor. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the site was advised to remove the scope from the water completely prior to turning off and disconnecting the maintenance unit. It was noted that the issue was resolved. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user understanding was insufficient in some reprocessing steps, consequently, they conducted leakage test in incorrect steps. The event can be prevented by following the instructions for use (IFU): reprocessing manual 5.4 leakage testing of the endoscope olympus will continue to monitor field performance for this device.